Manufacturer narrative:
Evaluation of the returned device found the trap door of the component to be missing. The fracture surface features of the component suggest fatigue fracture; however, results are inconclusive as to the cause of the event.this report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6) 2011. During the procedure, the surgeon noted that a small piece of the suture passer was missing. No postoperative radiographs were taken. It is unknown whether the piece was retained by the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).